Manufacturer narrative:
The t:slim g4 user guide states that only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was approximately 500 mg/dl and a correction bolus was delivered to address the bg level. The customer had changed the supplies on the pump. Reportedly, the customer was using apidra in the cartridge and indicated that novolog insulin was going to be tried.